Manufacturer narrative:
Method- a review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent treatment for an abdominal aortic aneurysm and large left and right internal iliac artery aneurysms. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted with a contralateral leg component implanted for extension on the right. Intra-operative angiography reportedly identified a distal type I endoleak on the patient's right side, so an iliac extender component was implanted for distal extension. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. It was reported that a follow-up computed tomography (CT) scan taken on an unknown date showed a possible distal type I endoleak from the left common iliac artery. On (B)(6) 2010, the patient was brought to the catheter lab for an angiogram. It was reported that a small type I endoleak was again seen on angiography, so the physician elected to implant an additional contralateral leg component in the left external iliac artery. The patient tolerated the procedure. On an unknown date, a follow-up CT showed resolution of the left distal type I endoleak.